Event description:
It was reported that a dexcom g7 sensor initially failed to pair with the ilet for about an hour after insertion, then paired successfully during the call without troubleshooting, with a blood glucose reading of 119 mg/dl; this aligns with an intermittent communication failure associated with the electrical/magnetic subsystem and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication, associated with the electrical/magnetic components and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.